Event description:
It was reported that a colleague administration set was unable to be primed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection was performed with no issues noted. A functional test was then performed in which the device was connected to a solution bag and observed for flow issues; the solution stopped flowing at the drip chamber. An air test was then performed, and the device was able to prime after this test. The device was then disassembled to try to find the cause of the no flow condition. No excess solvent was identified, the filter of the drip chamber was visually inspected with no issues noted, and no particulate matter was found within the device. The cause was unable to be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a follow up report will be submitted.